Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 22 mg/dl at the time of the incident. The customer stated that their kidneys were failing and dumping insulin back into her body. The customer has been as low as 11 mg/dl. Customer stated that this had nothing to do with the pump. The customer also had a high of about 400 mg/dl when they had surgery for shunt replacement. The customer treated the high with the pump. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The insulin pump will not be returned for analysis.